Event description:
Healthcare professional reported right side non-allergan tissue expander extrusion, redness and inflammation. Device was explanted.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)